Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The set was filled with fluorouracil in 0.9% sodium chloride solution. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 12, 2019 - march 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.